Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving an m31 air detected in cassette, m41-patient sensors too high, and m65-scale reading error during dwell one of four of their pd therapy. It was reported that upon removing the cassette there was fluid leaking inside the cassette door. The patient was advised to discontinue the use of their cycler. Upon follow up, it was confirmed that the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient has received a new cycler, which is working well, and is continuing peritoneal dialysis (ccpd) therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.